Manufacturer narrative:
Preliminary analysis results showed that the device behaved as specified.

Event description:
Reportedly, the doctors observed for some patients that the real time test results were not present in the printouts (the test results were saved by pressing the 'save' button).

Event description:
Reportedly, the doctors observed for some patients that the real time test results were not present in the printouts (the test results were saved by pressing the 'save' button).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the doctors observed for some patients that the real time test results were not present in the printouts (the test results were saved by pressing the 'save' button).